Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported no reflux during a cataract procedure during irrigation and aspiration while polishing the lens. The procedure was completed without consequences. There were no system messages displayed.

Manufacturer narrative:
Additional information has been provided in d.10, h.3, h.6 and h.10. The company service representative examined the system and was unable to confirm or replicate the reported event of no reflux. Unrelated to the reported event, the company service representative found system message (sm) [footswitch not available. Restart system] in the event log. The footswitch interface printed circuit board (pcb) and the footswitch cable were replaced to address the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).